Event description:
It was reported that the patient experienced low glucose for several hours and used oral carbohydrates, including sweet tarts followed by a meal of fish and bread, to increase glucose. Symptoms included low blood glucose. Outcomes included no escalation of care. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction or component failure identified, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.